Manufacturer narrative:
Updated sections: d10 (concomitant medical products), g4 (PMA/510k), h2 (if follow-up, what type), h3 (device evaluated by MFR), h6, h10. Corrected section: h6 device codes changed from "activation problem" to "fitting problem". Internal complaint number: (B)(4). An investigation was conducted on 10/22/2019. The device was returned to the factory for evaluation. No evidence of blood was observed. The device as returned was unable to be evaluated for position of seal and tension spring assembly as the delivery device and the loading device were not returned for evaluation. Only the seal with the tension spring assembly was returned. The seal was in a folded orientation indicating that the seal was tried to load in the delivery device . The seal was observed to be cracked. Two photographs were provided by the customer. Photographic inspections were performed. The first picture was very blurry. The side view of the loading device was captured to show its insides. The seal with the tension spring assembly were observed inside the loading device. There was no evidence of blood observed. The second picture showed the delivery device inside the loading device with the tether and the spring assembly. The position of the seal was away from the original position indicating an attempt to load the seal in the delivery device. Based on the photographic inspection and the returned seal, the complaint was confirmed for the reported failure mode " fitting problem" and the analyzed failure mode "crack".

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (4.3mm) protective umbrella was pulled out from the delivery sheath and then fell off. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (4.3mm) protective umbrella was pulled out from the delivery sheath and then fell off. A replacement device was used to complete the procedure. The hospital did not report any patient effects.